Event description:
Customer reported a past event of high blood glucose (bg) level, with a highest recorded level of 599 mg/dl. Cause was not known. The customer experienced ketones with the level identified as dangerous by their healthcare provider. To resolve the high bg, the customer changed the infusion set and cartridge and administered insulin. There was no injury caused by the event. Control iq feature was active during the high bg. Technical support recommended the customer consult with their healthcare provider to discuss factors affecting blood glucose levels, and the customer agreed.